Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G3: date received by manufacturer was inadvertently reported as november 24, 2020 on initial medwatch report. The correct date should have been november 23, 2020.

Event description:
It was further reported that during an unknown procedure on (B)(6) 2020, it was identified that when trying to hold both screws with the screwdriver, it was not allowed fasten as the recesses of both screws were damaged.

Manufacturer narrative:
Additional procode: jey, gxr. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6). 2020, during an unknown procedure, two (2) ti matrixneuro self-drilling l5 screws were found to be defective as the screw recess was damaged. This was discovered when the technical assistant inspected the instruments. The procedure was successfully completed without surgical delay. There was no patient consequence. This report is for one (1) ti matrixneuro screw self-drilling 5mm. This is report 2 of 2 for (B)(4).